Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient developed a hematoma. Systemic heparin was withheld to control the hematoma. In addition, the staff attempted to reposition the impella 5.5 but was unsuccessful. The patient remains on impella 5.5 support on the date of this report.

Manufacturer narrative:
The investigation for the access site bleed and the positioning issue has been completed. Data logs were reviewed which confirmed pump was in aortic area when pump started then resolved. Product was not returned for review. The root cause of positioning issue was unable to be determined due to lack of clinical details. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.